Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Our field service engineer investigated the ventilator on site and replaced the inspiratory pressure transducer printed circuit board (pcb). The pcb was returned for further investigation simulated use testing of the returned inspiratory pressure transducer passed the first performed pre-use check. During ventilation for 24 hours, it alarmed for peep high. Another pre-use check was performed after ventilation and it failed the pressure transducer test. It was noticed by visual inspection that there was liquid signs on the back side of the pcb. A microscopic investigation shows small particle inside the sensor's cavity. The cause of reported failure was due to a major drift overtime with the pressure sensor. The root cause for the pressure sensor failure was most likely due to liquid contamination. There is no info on how the liquid entered the machine or what type of liquid it was. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.

Event description:
Manufacturers ref: #(B)(4).